Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 20-apr-2016 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the device failed to log in and stuck after fingerprint. A field service engineer observed a failed storage space icon on the screen and diagnostics indicated no drawer hardware detected. Fse checked all wiring and connections to the communication sled, power supply, and docking board, which were functioning properly, but found no lights on the cabinet controller interface board on the communication sled. So, the fse replaced the communication sled, verified the drawers, rebooted the device, and tested both the cabinet controller and interface controller to resolve the issue. Additionally, installed a switch bracket. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es was unable to login and fingerprint were stuck. The customer stated that this malfunction caused a delay to the patient care. There were no adverse events or injuries reported based on this event.